Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device inappropriately diagnosed supraventricular tachycardia as vt. Programming changes were recommended but no changes were made. The patient will continue to be followed normally.